Manufacturer narrative:
The generator was cleaned, electrically checked, rf outputs checked and current leakage tested. The generator operates to MFR specifications with no problems noted. All values were found to be within the MFR's specifications. No devices that were used in the procedure were returned for eval.